Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run alarm." Pump settings reviewed, pump turned off and tubing clamped at port site. Cassette removed. It was reported that there were a lot of air bubbles in the tubing. Attempted to massage out air and cassette attached. Alarm returns upon start up. Process repeated and alarm continues. No further information available.